Event description:
Pt reported that obtaining a blood glucose result of 250 mg/dl on the suspect device. Within 5 minutes, pt's blood glucose was reportedly retested on a physician's device with a result of 100 mg/dl. No treatment was received. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.